Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones coming from the device. Additional information received indicates that during the replacement procedure, the right atrial (ra) pacing lead and right ventricular (rv) defibrillation lead were found to be fractured and were removed from service. A complete new system was successfully implanted in the patient.